Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that the lead was explanted due to no sensing or capture.